Manufacturer narrative:
The customer 's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed.

Event description:
The customer reported that the unit of measurement setting of their freestyle flash blood glucose monitor changed from mmol/l to mg/dl which suggests that the memory overwrite malfunction has occurred. He received a reading of 219 mg/dl, therefore, took 30 extra units of insulin. He then started to experience heart palpitations, sweating and shakiness. The customer drank orange juice and ate a chocolate bar to relieve his symptoms. There was no report of death, permanent impairment or third party medical intervention.